Event description:
It was reported that during a laparoscopic hysterectomy procedure, approximately 1.5 hours into it, the gen11 generator gave an error code "release pressure on blade". It was then that the surgeon noted that the white teflon pad had fallen off the active jaw. Procedure was completed with same like device. No patient consequences reported. One device will be returning.

Manufacturer narrative:
(B)(4). The device was returned with the blade scratched and cracked and the tissue pad melted and partially detached, not completely detached. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was received. A probable cause of an instrument error screen is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. The ¿relax pressure on blade; reactive instrument to continue¿ yellow message screen is advising that the instrument has been loaded to the point where output has stopped. The user needs to relax pressure on the instrument or reposition so there is less tissue in the jaws. Release the activation switch and reactivate the instrument to continue.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent